Event description:
It was reported that pump experienced malfunction with code 16, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset device without recurrence of malfunction, and customer was advised to continue using pump and to call back if problem returned, which customer acknowledged and understood.